Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, debris was noted in the reservoir of the oxygenator. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).